Event description:
The customer contact reported the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. The device was returned tot he biomedical department from the family birthing center with a report that during set up prior to patient use, the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. There were no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigating found at power up the device alarmed for 11/004 (less than 2.0 volts on lithium battery) service code alarm. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.